Manufacturer narrative:
B3: estimated date.

Event description:
According to the available information the device was explanted and replaced due to the inability to deflate the device. The alleged issue was with the reservoir.